Event description:
Pt ran from room to nurses station complaining of chest pain. Pt diaphoretic, crying and coughing. Evaluated and found to have pulse oximetry reading of 88% on room air. Respiratory rate 34, baseline 20's. Blowby oxygen administered with improvement of pulse oximetery to 95-97%. Pt with persisting complaints of chest pain. Pt emphatically asking care providers not to use left hand IV heplock and stating "she put something in it." Air noted in t-connector. Based on further questioning of the pt and her five yr old playmate, it is believed that the girls administered a bolus (amount unknown but 10 cc syringe found with playmate) of air through the connector to the pt while playing.